Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: on april 08, 2025, the facility reported visible holes in the filters after steam sterilization in a steris amsco 3053. Sterilizer had recently been worked on. Age of sterilizer unknown but customer estimates around 20 years. The holes happened in multiple loads, but not every container filter affected each time. Wrapped trays were fine (passed, no holes) in affected loads. The issue happened to various lot numbers of md344 filters. The issue happened in the same sterilizer each time.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). One (1) sample provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were holes melted into the filter. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. There are no similar complaints against the reported lot number with this error pattern. Retain samples were evaluated with no discrepancies noted. Based on the investigation findings, the melted holes observed are not considered to be a manufacturing defect. As a result, the reported failure could not be confirmed to be a manufacturing related issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.